Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited high impedance, capture anomalies, high pacing thresholds and oversensing during implant. The lead was not used and replaced.